Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited loss of capture, p-wave amplitude variation and high impedance measurements. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited loss of capture, p-wave amplitude variation and high impedance measurements. Additionally, the lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction- section b5 & h6: added dislodgment coding as it was missing in the initial report of 2017865-2025-87605.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited loss of capture, p-wave amplitude variation and high impedance measurements. Additionally, the lead was dislodged. Diagnostic imaging confirmed the lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of capturing problem, p-wave variation and high pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead body did not find any anomalies.